Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial resection of the right upper lobe procedure, after pressing the green button, the handle could not be squeezed and the reloads didn't fire. A new reload was used to resolve the issue and complete the case. There was no patient injury.